Event description:
It was reported that the patient presented for a scheduled generator change. During the procedure, the right atrial lead exhibited over-sensing noise. The lead was not replaced, and the device was programmed to vvi. The patient was in stable condition.